Event description:
Boston scientific received information that a red alert was generated for this system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.